Manufacturer narrative:
The reported event was unconfirmed. Visually inspected the catheter and no physical defects were found. Inflated the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with returned syringe and it inflated properly. The catheter rested with no leaks. The returned syringe was connected and the balloon deflated passively in under 5 minutes: 4 min 32 seconds. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed, a DHR review was not required, however it was completed before the sample evaluation was performed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked during a pre-test when attempted to place a catheter for urinary catheterization in the operating room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leaked during a pre-test when attempted to place a catheter for urinary catheterization in the operating room.